Event description:
Procedure type: colectomy. According to the reporter: the surgeon a ta60 for the distal transection on the rectum. The surgeon's assistant, inserted the 25 mm eea into the pt's anus to perform the anastomosis. As the stapler was being maneuvered up to the point of the anastomosis, the surgeon discovered two pieces of fecal matter obstructing the stapler inside the anal canal. The eea stapler was removed from the pt. The two pieces of feces were removed once the stapler was reinserted into the pt to perform the anastomosis. The stapler fired perfectly and was removed from the pt. Upon insp of the anastomotic rings, the rings were complete. However, the distal ring did show a thin edge measuring about a half cm. The integrity of the staple line was tested using air from a proctoscope. Upon insertion of the air into the anal canal, a thin stream of bubbles were seen coming from the posterior edge of the staple line. The surgeon over sewed the staple and tested the staple line again. There was no bleeding reported in excess ...

Manufacturer narrative:
(B)(4).